Manufacturer narrative:
Device evaluation: a kink in the stainless steel hypotube was noted just distal of the deployment paddle. The distal tip is not in contact with the outer sheath of the stent deployment system, (sds), and the guidewire lumen appears to be bent at an angle. A bend in the catheter was noted approximately 97.5cm distal of the proximal end of the sds. The sds does not exhibit signs of stretching. The distal end of the stent extends beyond the distal end of the sds outer sheath, less than half a cell extends beyond the distal end of the sds outer sheath. The proximal end of the stent is fully engaged with the sds retainer. No stent abnormality was seen that would prohibit the movement of the outer sheath.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in (B)(6). The lesion was predilated prior to the stent being introduced. During the procedure, the protege rx failed to deploy properly. The protege rx was deployed in the proper location, but because the stent did not expand, another protege stent was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.